Event description:
Boston scientific received information that this right ventricular lead displayed high pacing thresholds. In addition high out of range pacing impedances were displayed. A lead replacement took place and it was noted that the helix of this lead was not fully extended. The helix was then fully extended and normal pacing impedances were noted. Lead testing and defibrillation testing was also performed with no complication. The right ventricular lead remains implanted.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.